Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. Full functional testing, electrical safety testing, calibration, and simulated therapy were performed. Upon conclusion of the investigation, the cause of this iipv was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. The event occurred in the therapy initiated on (B)(6) 2015 at 08:54:17. During night drain cycle five, the patient's ultrafiltration reading was 1196ml, indicating the home patient drained 1196ml more than their maximum programmed fill volume of 1500ml. No additional information is available.